Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had a lot of sensors that were faulty. Customer stated that the majority of sensors have stopped working too soon. Customer stated that the most he got out of a sensor was 4 days. Customer stated that the rest were only 3 days or less. Customer stated that he thinks it was due to the needle being weak and breaking easily. Replacement sensors have been sent.